Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin shaft rewind or absolute range error during a first cartridge change, and repeated restarts and resets did not clear the alert, preventing progression past the alert check. Symptoms included no adverse clinical effects, with blood glucose reported as good over the prior 48 hours. Outcomes included initiation of backup therapy readiness and shipment of a replacement device. Investigation included device replacement and return of the original unit for assessment. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.